Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient use, the cardiosave iabp (intra-aortic balloon pump) had power up self test code 14, users surfaced "iabp may require maintenance". Users swapped out console to continue treatment without issue. There was no injury or harm occurred to the patient.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h6 (investigation findings,component codes,investigation conclusions ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit had a power-up test fails # 14 (prior compressor failure etf) when booted. The fse was unable to complete a simulated treatment, and replaced the compressor (d119-00-0236), pressure muffler (d103-00-0499), vacuum muffler (d103-00-0631), and temperature probe (d206-00-0734) as a precaution. The unit still had an issue with the regulator keeping pressure. The fse also replaced the regulator (d103-00-0633). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,d9, g3, g6, h1, h2, h6(health effect ¿ clinical code,type of investigation,investigation findings,component codes,investigation conclusions)h11 the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received the following parts associated with this complaint:parts were received with a reported failure of a power up self test code 14. Pressure regulator also failed to maintain pressure. The fat performed a visual inspection and found the part to be in good condition.the fat installed the parts individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part tested good. No failure or error codes confirmed. Failed to maintain pressure after an hour of testing. Probable root cause is expected wear and tear. Retaining the parts in the failure analysis and testing department per procedure.